Event description:
The ablation was the second operation with this pt. Keeping the ablation for 7 minutes at 139w, 70 ohm, all of sudden an explosion sound was heard. Sound was bigger than normal. After that, flow (looks like blood flows) can be seen to upward on the image of monitor of ultrasound. Pt face and lip were turned blue obviously. At this stage, blood pressure became 80 and the pt stopped the breathing. They revived the pt and moved the pt. The pt lost consciousness at this point. The introduction of catheter was difficult because of spasms and was completed. Then pt moved to the ward section. Then stopped breathing again. They tried to revive but it was not successful. The pt passed at 21:00 on same day. More info about the reported problem: an explosion sound has come out after 7 minutes. After this event, doctor brought the liver specimen to the pathology for evaluation. Result was as follows. 1. Surface of liver was hard and internal tissue was vaporized in the middle of sliced sample. 2. The size of ablation was about 5cm. 3. Increased pressure seems to trigger the explosion. Increased pressure must be generated by accumulated damp (gas) of ablation and no way to release because the surface of liver was hard.